Event description:
It was reported that the customer had a button error that they could not clear. Customer stated that her battery was low and after changing the battery, the alarm was still there. Customer stated that when she pressed the esc and act buttons, nothing happens. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.